Event description:
It was reported that this pacemaker entered safety mode. It was also reported that there was an unspecified lead issue, however it was unclear which lead. Furthermore, a 6-second pause was documented via telemetry. Per remote monitoring date from (B)(6) 2021, the right atrial (ra) lead pace impedance measurement was 414 ohms and ra threshold was 2.8v@1.5ms; right ventricular (rv) lead pace impedance measurement was 1025 ohms and rv threshold was 0.5v@0.5ms. Additional information received indicated that the patient passed out, the patient was hospitalized, and a temporary pacing wire placed. It was noted that the patient was pacer dependent. System revision was anticipated. This pacemaker was received for analysis, indicating that device explant was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker entered safety mode. It was also reported that there was an unspecified lead issue, however it was unclear which lead. Furthermore, a 6-second pause was documented via telemetry. Per remote monitoring date from july 7, 2021, the right atrial (ra) lead pace impedance measurement was 414 ohms and ra threshold was 2.8v@1.5ms; right ventricular (rv) lead pace impedance measurement was 1025 ohms and rv threshold was 0.5v@0.5ms. Additional information received indicated that the patient passed out, the patient was hospitalized, and a temporary pacing wire placed. It was noted that the patient was pacer dependent. System revision was anticipated. This pacemaker was received for analysis, indicating that device explant was completed. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- the returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, probable cause could not be established.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, probable cause could not be established. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Memory review determined the device recorded three errors which was the reason it appropriately moved to safety mode operation. The device case was opened and the battery was removed and forwarded for detailed analysis. The battery passed all testing. Analysis was unable to confirm the root cause of the three errors and subsequent reversion to safety mode.

Event description:
It was reported that this pacemaker entered safety mode. It was also reported that there was an unspecified lead issue, however it was unclear which lead. Furthermore, a 6-second pause was documented via telemetry. Per remote monitoring date from (B)(6) 2021, the right atrial (ra) lead pace impedance measurement was 414 ohms and ra threshold was 2.8v@1.5ms; right ventricular (rv) lead pace impedance measurement was 1025 ohms and rv threshold was 0.5v@0.5ms. Additional information received indicated that the patient passed out, the patient was hospitalized, and a temporary pacing wire placed. It was noted that the patient was pacer dependent. System revision was anticipated. This pacemaker was received for analysis, indicating that device explant was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, probable cause could not be established. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Memory review determined the device recorded three errors which was the reason it appropriately moved to safety mode operation. The device case was opened and the battery was removed and forwarded for detailed analysis. The battery passed all testing. Analysis was unable to confirm the root cause of the three errors and subsequent reversion to safety mode. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker entered safety mode. It was also reported that there was an unspecified lead issue, however it was unclear which lead. Furthermore, a 6-second pause was documented via telemetry. Per remote monitoring date from (B)(6)2021, the right atrial (ra) lead pace impedance measurement was 414 ohms and ra threshold was 2.8v@1.5ms; right ventricular (rv) lead pace impedance measurement was 1025 ohms and rv threshold was 0.5v@0.5ms. Additional information received indicated that the patient passed out, the patient was hospitalized, and a temporary pacing wire placed. It was noted that the patient was pacer dependent. System revision was anticipated. This pacemaker was received for analysis, indicating that device explant was completed. No additional adverse patient effects were reported.